Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -10.5/+2.0/138 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2019. The surgeon notes excessive vault and significant reduction of irido-corneal angles (ica). Reportedly the lens remains implanted. The cause of the event is reported as unknown.